Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient presented to the hospital with back pain and fever. Imaging performed that same day identified possible infection of the endograft system. Reportedly, it is unknown if the gore devices caused or contributed to the infection, however, the root cause of the infection is unknown. Reportedly, the patient did not have any known history of pre-existing infection in the field of treatment. On (B)(6) 2015, an additional procedure was performed whereby the devices were explanted. An aortobifemoral bypass was performed and a dacron graft soaked in rifampin (antibiotic) was surgically sewn into the aorta. The patient tolerated the procedure. It was reported intravenous (IV) antibiotics are currently being administered to the patient.

Manufacturer narrative:
The patient medications include; albuterol, synthroid, breo and bystolic. The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. The root cause of the infection could not be determined with the provided information. Additional device implanted and involved in this event: pxc121000/13212530.